Event description:
On 12/7/92 the patient was x-rayed in the physician's office and the rod was broken. The femoral rod was inserted at another facility in 1990. On 12/11/92 the patient was admitted to memorial for surgical removal of the prosthesis. Two pieces of intemedullary rod and screw were submitted to the pathology department for gross inspection. The zimmer representative was present at the operation. The device was returned to the patient at his requestinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.